Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the reason for call was the patient had a stroke and when they did an MRI they had to turn the stimulator off. When they tried to turn therapy back on it wouldn't go to anything but 0. It has been over two weeks since they had the stroke which was around the 1st of february. They don't remember what the setting was. Troubleshooting was unable to be performed since the caller wasn't with the patient. The caller was redirected to call back when they were with the patient and had the equipment.  No symptoms or patient complications were reported.